Event description:
During preparation for a coronary artery drug eluting stenting treatment procedure an irregular stent strut was noticed. During preparation of a taxus express2 2.75x16mm durg eluting stent the physician noticed "stent strut is irregular." It was reported the physician completed the procedure with another unknown type of stent. Patient condition was reported as "satisfied/good."